Manufacturer narrative:
The device hsa been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device was generating excessive heat. It is known that the device was used in surgery. No injury or medical intervention occurred. The date of this event is unknown. There was no additional information provided.